Manufacturer narrative:
Date of event: unknown. The awareness date has been used for this field. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 67828 with the incident lot was observed.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had incorrect stopper colors; lavender rather than blue. No serious injury or medical intervention reported.

Manufacturer narrative:
Additional information: the device history records for batch 6180582 have been reviewed with no issues being identified.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had incorrect stopper colors; lavender rather than blue. No serious injury or medical intervention reported.